Event description:
During a follow-up, increased high voltage impedance was observed on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.